Event description:
The customer contact reported a shock. The pump was retrieved by the biomedical engineering department from an unspecified clinical unit with a note that stated, "went into patient's room to see why patients pump was beeping so loud, when I grabbed the pump to see what was wrong, received a shock on my right hand, I literally felt it all the way up my right arm and 5 hrs later my right hand was still burning." At this time, the nurse unplugged and powered the device off. No medical interventions were required. There were no reported adverse sequelae to the nurse. The pump was removed from clinical service. Therapy was resumed using a replacement device. During testing at the user facility, the device passed testing including electrical safety testing. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.